Event description:
During use, a coviden 840 ventilator shut down unexpectedly without power interruption requiring the pt to be manually bagged. Event reappeared after reintroduction. The cpu in the gui was bad. The power supply to the bdu has been replaced. All pm and work orders were up to date.